Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/5 of their automated peritoneal dialysis therapy. Per initial report, the home pt disconnected during dwell 2/5 without pausing therapy. The homechoice machine advanced into the drain cycle and the home pt connected afterward. The system error 2240 was then received and the home pt contacted baxter's technical service center. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.